Event description:
Boston scientific received information that during implant procedure prior to wound closure, this right ventricular (rv) lead exhibited intermittent sensing and high, out of range (oor), pacing lead impedance (pli) measurement of greater than 2,000 ohms. Additional information received that this lead was tested with a pacing system analyzer (psa) with a result of high, oor pli measurement. This lead was explanted and a new lead was successfully implanted. The rv lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough lead investigation was performed. Visual inspection revealed dried blood past the helix mechanism up through the lumen and dried body tissue stuck on the helix. Analysis revealed that the allegation against this right ventricular (rv) lead was not confirmed with electrical testing. The rv lead passed all other tests. The product meets specifications.